Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 6 days after sensor insertion on the abdomen. Approximately on (B)(6) 2023, the cgm readings were spiking and then quickly dropping. The tandem insulin pump with control-iq administered a bolus dose of insulin (unspecified amount). Upon noticing this, the patient performed a fingerstick measurement. The cgm value was 10.0 mmol/l but the bg meter value was 4.0 mmol/l in comparison. The patient became hypoglycemic and had a seizure. The parent called an ambulance, and the patient was transported to the hospital. At the time of arrival at the hospital the bg finger stick value was 3.2 mmol/l. The patient did not know the cgm value at this time. After treatment which included IV glucose and saline, the patient¿s bg level stabilized. The bg readings were between 4.0 mmol/l and 10.0 mmol/l. On (B)(6) 2023, the patient was discharged in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.